Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.